Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that at implant, nonphysiologic sensing on v channel was noted. Disconnecting and reconnecting multiple times did not resolve the problem. The oversensing continued. The physician requested another device. The device was not implanted. No patient complications have been reported as a result of this event.